Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on (B)(6) 2022, dr. (B)(6) was performing an orif of the left 4th metacarpal. Using the synthes va locking hand system (1.5mm module). Dr. (B)(6) used the 1.1mm drill bit to perform a 1.5mm lag screw, but was unsuccessful. It was then determined that he would just plate and screw the fracture. After having continued difficulty with the 1.1 drill bit, dr. (B)(6) opted to switch to the 2.0mm module and the 1.5mm drill. During final films, it was discovered that the tip of the 1.1mm drill bit, used for the attempted lag screw, had broken off in the canal of the patients finger. Unnoticed by the doctor, or staff, or myself prior to final films. Dr. (B)(6) chose to leave the tip of the drill implanted as he felt the risk of losing reduction and the ability to fix the fracture outweighed leaving the sterile tip implanted. This complaints involves one (1) device drill bit ø1.1 l70/39 f/core hole. This is report 1 of 1 for complaint (B)(4).